Event description:
On (B)(6) 2011, baxter received a call from the home patient (hp) who reported that she had an infection and was receiving treatment. On (B)(6) 2011, baxter contacted the peritoneal dialysis nurse (pdrn) who stated that the hp had peritonitis with symptom onset (B)(6) 2011 of abdominal pain. On (B)(6) 2011 peritoneal dialysis (pd) effluent was obtained and treatment per protocol was initiated with single intraperitoneal (ip) doses of cefazolin 1gm and gentamicin 40mg. After cultures resulted, vancomycin 2gm ip every 3 days for 6 doses was given. The outcome is ongoing and improved. Pd effluent will be recultured on or about (B)(6) 2011. The pdrn could not give causality, but stated that the baxter pd products were not related.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis event is unknown the sample was not requested. Should additional information become available, and/or upon conclusion of baxter's investigation a follow-up report will be submitted. This is the fifth of five reports associated with this event.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number h10h31055 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. Additional investigation is being conducted through ncr (B)(4).